Manufacturer narrative:
The sensor was investigated. Review of in-vivo data through dms shows that ec#30 (led disconnect error) was triggered on 24th september 2021. In-vitro qc test did not find any performance issue with the sensor. However sensor manager software measurements test of the sensor showed that the led flag for sensor (B)(6) cleared at field current threshold higher than 412 adc counts which is the root cause of this issue.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.